Event description:
The pt was hospitalized for elevated blood glucose levels, dka and a viral infection. The pt also reported that during the hospitalization, the pump was dropped and subsequently exhibited a damaged display screen.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damage display screen consistent with an impact as reported by the patient, but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.